Manufacturer narrative:
Mps alexander gray reported unable to engage mics upon entering haptics. Device evaluation and results: per (B)(4): performed inspection of entire system and found the arm needed calibration. Performed kin cal on both sides of the arm and checked auto arm accuracy. System passed all tests and cleared for clinical use. System investigation completed successfully as per service manual. All system checks and tests passed. Product history review: a review of device history records shows that on 11/15/11 1 device was inspected and 1 device was placed on: npr 11-10-0040, npr 11-10-0060. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use.

Event description:
Case number: (B)(4). Reported unable to engage mics upon entering haptics. Update: application - tka. Surgical delay? 30 min. Was the case cancelled? No. Was procedure completed successfully? Yes. Was procedure completed manually? Yes. Did the handpiece run outside of the haptics? No.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4) - mps (B)(6) reported unable to engage mics upon entering haptics. Update: application - tka, surgical delay? 30 min, was the case cancelled? No, was procedure completed successfully? Yes, was procedure completed manually? Yes, did the handpiece run outside of the haptics? No.